Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell six of seven in peritoneal dialysis. The patient was connected at the time of the alarm. The technical service representative asked the troubleshooting questions. The care giver stated the patient was sleeping and the homechoice just started to alarm. The technical service representative had the care giver close the clamps, and cycle the power. Tsr had care giver disconnect the patient. The homechoice went to weight, then to press go to start. The technical service representative assisted with getting the set out. The technical service representative explained the alarm to the care giver. The technical service representative explained that the patient can finish with manual bags. Therapy was ended. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.